Event description:
It was reported that the patient had a constant burning from using the magic3 go intermittent catheter and patient spoke with the doctor and the doctor prescribed medication before, but it clearly was not working. Patient said they would talk to the doctor again about this.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". It was unknown whether the product had met relevant specifications. The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were found adequate and states the following: "warnings: this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Adverse reactions: urinary tract infection; bleeding from the urethra; irritation of the urethra. Review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal: 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands."